Event description:
The facility representative reported a colleague infusion pump with a failure code 060111. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 060111 was confirmed during product evaluation. However, quality engineering has confirmed failure code 570:xxx as the determined problem. The root cause of the failure code was depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. A device history review was performed with no exceptions during manufacturing found. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.